Manufacturer narrative:
The device has not been returned to any of the olympus locations. However, an olympus engineer visited the user facility and inspected the device. The inspection confirmed followings; the lamp error e103 was reproduced. Dust had accumulated and the fan and ventilation grill were blocked. The cleaning removed the dust and the error disappeared. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that error e103 occurred during an endoscopy. The procedure was completed without replacing the device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the reported event that lamp error e103 occurred was caused by lamp ignition failure due to temperature rise inside the device. This temperature rise may have been due to the fan and vents being blocked by dust. There are two possible causes for the accumulation of dust; -the user used the device for a long time in a dusty environment. -the user did not care for the device. The instruction manual provides preventive measures against the the accumulation of dust. If significant additional information is received, this report will be supplemented.